Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime or a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Customer reported via phone call that the insulin pump had motor error alarms as well as no delivery alarm. The customer blood glucose level was 120 mg/dl. The customer was assisted with troubleshooting. Customer states drive support cap appears normal. Customer states the insulin pump did not exposed to high magnetic field. Customer was able to clear and complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.